Event description:
The customer reported the system wont power up. No pt injury was reported.

Manufacturer narrative:
The ge service rep was not able to duplicate the problem. He ran the system in the service mode and robooted the system six (6) times without a problem.